Manufacturer narrative:
The axium coil was not returned for evaluation as it was discarded. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium mcoil non-detachment. The patient was undergoing coiling treatment of a small, basilar tip aneurysm. The devices were prepared per the IFU. It was reported that during the procedure, the axium coil would not detach with an instant detacher or using manual detachment method. It was reported the physician attempted three times to detach the coil with the instant detacher and broke the break indicator and pulled the release wire inside for quite a long time. The doctor pushed and pulled the pusher wire and managed to detach the coil. The coil was implanted at the intended location in the patient. No patient injury was reported.